Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. Patient reported that the skin reaction lasted for two days, the day that she inserted the sensor until the day she took it off. Reaction was described as red and itchy and was located on the abdomen. On (B)(6) 2016, the patient saw her endocrinologist for the reaction to the sensor adhesive and was prescribed kenalog topical, to be used for two days. The affected area was treated with the prescribed kenalog. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of skin reaction was not confirmed. A root cause could not be determined.